Event description:
It was reported that review of log files data revealed a motor start event with parameters outside of the typical range and a unexpected power loss. It was noted that the patient replaced the battery as the remaining battery level decreased. About 1 hour and 30 minutes later, the controller alarmed; when the controller screen was checked, all the lamps and parameter displays disappeared. After checking the battery connection, there was a feeling of it snapping into place. The controller ac adapter was immediately connected to the controller and the display of the lamp and parameters started displaying on the controller screen. It was also noted that there were no blinking lights that indicate a malfunction in the batteries used prior to this event. The ventricular assist device (vad) and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: / serial#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation as they are still in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 02/mar/2025 at 22:58:57, in which the motor start parameters were atypical. Additionally, review of controller log files revealed a controller power up event with an associated pump start event was logged on 02/mar/2025 at 22:58:51, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 93% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power and atypical motor start parameters were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.